Event description:
The reporter indicated that the pt began experiencing bradycardia and dizziness approx one month following her vns implant. The pt was hospitalized as her rate dropped in the thirties (beats per minute). The pt's baseline heart rate prior to the vns therapy was 66 bpm. The pt's seizure have decreased with the vns therapy. It was also reported that the pt's heart rate is currently 59-60 bpm without symptoms.